Manufacturer narrative:
Clinical review: based on the information available, there is no documentation or indication that any fresenius device(s) caused or contributed to the patient¿s death. It was reported the patient withdrew from dialysis and therefore, death is an expected outcome. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient expired while he was on hemodialysis (hd) modality. The nurse stated the passed away in 2016 unknown of the dates and the cause of death. The patient was not on peritoneal dialysis (pd) when he died and stated that he was on pd prior to start of hd. Pdrn stated that per the records, the patient withdrew from dialysis. Additional details surrounding the patient's death were unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.